Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported sensor was break. The customer¿s blood glucose was unknown at the time of incident. The customer also state that they did not know when the electrode has come off and the customer did not know where they lost the electrode. The sensor will not be returned for analysis.